Manufacturer narrative:
Retainer ring=black on (B)(6) 2021 customer called in with the following concern: device alarming after the swimming pool. Patient not sure of alarm, thinks it might of be a critical pump error. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the displacement test and self test. During download review on (B)(6) 2021 pump error 4, 68, 49 &23 were recorded. Per r&d investigation, line number=2727 file number=32122 was due to an internal flash anomaly. No evidence of the open-book was found in the history/traces/commlink data. Also, no critical errors were found. This may point to the potential loss of critical pump history and traces. Problem isolated to electronic assembly. Device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, moisture damage noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads. In conclusion pump error 23, 68,4 and 49 were confirm using download history files and they were the cause of an internal flash anomaly. Isolated to electronic assemblies due to corrosion. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had pump critical error alarm and frozen display. Customer stated that insulin pump was exposed to moisture and then insulin pump stopped responding. Customer stated that time clock was not advancing. Alarm occurred during the time that the buttons were not responding. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.